Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for 14 patients tested on a cobas 6000 c (501) module. Prior to patient testing, the customer confirmed ise qc was acceptable. The customer stated that "some" results were reported outside the laboratory. The customer stopped patient testing and performed ise qc. The ise qc results were out of the acceptable range. The customer performed a new calibration and qc and had acceptable results. The customer performed repeat testing with the samples on a different cobas 6000 c (501) module. Below are five examples of questionable ise results: (B)(6). The customer determined the repeat results were correct and corrected reports were provided. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer confirmed there were no visual problems detected with the samples. The customer's calibration results were ok. The customer's qc results were ok after recalibrating. The customer's alarm trace was requested but not provided. The field service engineer performed ise checks and precision testing with acceptable results. He replaced the ise reagents and performed calibration and qc with passing results. The customer performed a patient correlation between analyzers. After service, no further issues were reported by the customer. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.